Event description:
A surgeon stated a patient reported photophobia and decreased visual acuity in 2005, following his intraocular lens (iol) implant surgery in 2005. In 2008, approximately three years later, the surgeon reported the iol had glistenings and haze. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested.